Manufacturer narrative:
As reported, capsure fasteners did not fixate the mesh. Provided video confirms that the device did not fixate and deployed tandem fasteners one of which elongated likely as the result of being pulled on. Review of the video did not assist in the determination of a root cause. Based on the information provided and without the sample no conclusion can be made. A review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "adequate counter pressure should be applied on the target area" and ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure, the fasteners of capsure fixation device did not properly fix the mesh. It was reported that another fixation device was used and there was no reported patient injury.